Manufacturer narrative:
Patient is experiencing wound breakdown that is similar to that seen in previous instance of wound breakdown for this patient. Device has been returned to emc, and production records have been reviewed. The issue does not appear to be device related but rather medically related to patient. (B)(4).

Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2020 of a procedure (occuring on (B)(6) 2020) involving repair of an alleged wound breakdown/exposed sp hardware issue. During the procedure, the sp was removed to promote healing. A skin flap repair approach was used to close the wound. No infection was found/noted. Patient has previous history of wound breakdown. Patient/clinical history with emc: (B)(6) 2012: initial implant. (B)(6) 2013: fitting. (B)(6) 2014: wound breakdown. (B)(6) 2014: battery insertion. (B)(6) 2014: fitting. (B)(6) 2014: fitting. (B)(6) 2017: fitting. (B)(6) 2017: battery change. (B)(6) 2017: post battery change programming. (B)(6) 2019: battery change (due to wound breakdown). (B)(6) 2020: sp removal for wound healing/repair.